Event description:
The consumer indicated that the tube separated from her tampon applicator and remained inside of her vagina.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The consumer returned product on (B)(4) 2012 and visual examination of the packets detected no abnormalities in regards to seals. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.